Event description:
This case was initially received via regulatory authority (reference number: mw5082796) on 30-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("severe cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), alopecia ("hair loss"), arthralgia ("joint pain") and migraine ("debilitating migraines"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, menorrhagia, alopecia, arthralgia and migraine outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, menorrhagia and migraine to be related to essure. The reporter commented: serious injury criterion: other (important medical event)were reported, but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), alopecia ("hair loss"), arthralgia ("joint pain"), migraine ("debilitating migraines") and abdominal distension ("I feel bloated all the time") and was found to have weight increased ("weight gain come gradually"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, menorrhagia, alopecia, arthralgia, migraine and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, menorrhagia, migraine and weight increased to be related to essure. The reporter commented: serious injury criterion: other (important medical event)were reported, but not specified and/or assigned to one of the events. Concerning the injuries reported in this case the following events were reported via social media : ; I feel bloated all the time, weight gain come gradually. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. Events ; I feel bloated all the time, weight gain come gradually were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 30-jan-2019. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), alopecia ("hair loss"), arthralgia ("joint pain"), migraine ("debilitating migraines"), abdominal distension ("I feel bloated all the time"), paraesthesia ("tingling in arms,hand"s and feet") and vaginal haemorrhage ("spotting post op") and was found to have weight increased ("weight gain come gradually"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower, menorrhagia, alopecia, arthralgia, migraine, weight increased and vaginal haemorrhage outcome was unknown and the paraesthesia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, menorrhagia, migraine, paraesthesia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: serious injury criterion: other (important medical event)were reported, but not specified and/or assigned to one of the events. Concerning the injuries reported in this case the following events were reported via social media : ; I feel bloated all the time, weight gain come gradually. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- tingling in arms, hand's and feet and reporter added on 24-apr-2020: follow up received form social media. Reported information added. Event vaginal spotting (spotting post op) was added. Information about the new reporter was added as per the source document. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.